Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not received.

Event description:
It was reported, "on (B)(6) 2023, due to the patient's therapeutic needs, after assessment by the doctor in charge and the nurse in charge and full communication with the patient's family, a bard single-lumen three-way valve 4fr catheter was inserted, the process went smoothly, and the function was normal during the use of the patient. On (B)(6) 2024, the patient left the hospital privately, and received a call from the patient at 15:25, complaining that the head end of the PICC catheter of the right upper limb was broken, and the patient was instructed to put his right upper limb arm under brakes, and ligature was placed in the position below the shoulder of the right upper limb, and returned to the hospital immediately. The patient was instructed to brake the right upper extremity arm, ligate the right upper extremity below the shoulder, and return to the hospital immediately. The patient returned to the ward, observed the patient's right upper limb PICC catheter head end slipped off, the catheter completely slipped into the body, immediately informed the doctor on duty, advised the patient to brake the right upper limb, the nurse led the patient to the radiology department to perform a chest orthopantomogram to show that the catheter completely slipped into the body, and immediately asked for a consultation with the department of large vessel surgery, on (B)(6) 2023 19:43, the patient was escorted to the interventional room to perform percutaneous catheter catcher, the operator grasped the PICC catheter head end and dragged it to the lower lumen. The head end of the PICC catheter was dragged to the distal end of the inferior vena cava with difficulty, and the PICC catheter broke after a slight tension was applied, and the broken head end of the PICC catheter was dragged out of the body with the catcher, and the broken part of the PICC catheter was the anterior end of the PICC catheter, and the broken end of the PICC catheter was located in the inferior vena cava under fluoroscopic examination. When the PICC catheter was dragged outward, it encountered obvious tension, and under fluoroscopy, the right ventricle to the lower lumen section of the PICC catheter was taut, and the right ventricle to the right lower pulmonary artery section was in a state of relaxation, with no displacement occurring. Considering that the right ventricle section of the PICC catheter was forming a tangle, excessive stretching might lead to serious consequences such as damage to the intracardiac structures or catheter fracture, and the outcome was difficult to anticipate. Therefore, the operation was suspended, and the intraoperative situation and judgement were discussed with dr., deputy chief physician, who concluded that it was recommended to give up forcibly pulling the PICC catheter in order to avoid adverse consequences, and that the patient chose to terminate the operation after communicating with the patient himself about the current situation and the recommendations. After the operation, the guide wire, catheter and vascular sheath were removed, hemostasis was achieved by compression, and pressure bandage was applied. 21:29, the patient returned to the ward safely, the patient's consciousness was clear, the spirit was fine, the pupils were equal in size and rounded bilaterally and were about 3 mm in diameter, and the reflexes to the light were sensitive, and the patient was observed at the right femoral vein puncture site, the dressing was clean and dry, and the strong bandage was fixed by compression bandage, and the arterial pulsation of the dorsal artery of the right foot was palpable, and the extremity was warm, and the patient was given the relevant teaching and instruction, and was instructed to perform the ankle the patient was instructed to perform ankle pump exercise, right lower limb braking for 8h, and puncture point sandbag compression for 8h, absolute bed rest for 24h, the patient and his family expressed understanding and cooperation, and continue to observe. On (B)(6) 2023, patient in 15:29 under local anaesthesia again percutaneous catheter capture, inferior vena cava venography, successfully removed the slipped catheter, the catheter is intact, after the operation at 16:19 safely back to the ward, the patient is clear, mental, spiritual, bilateral pupil isotropia. The patient's mental state was clear, mental, bilateral pupils were equal in size and round, about 3mm in diameter, sensitive to light reflex, the patient's right femoral vein puncture site was observed, the dressing was clean and dry, the strong bandage pressure bandage was fixed, the dorsal artery pulsation of the right foot could be detected, and the end of the limb was warm, the patient was given the relevant teaching and instructed to perform the ankle pumping exercise, the anticoagulation treatment was stopped after the operation, the puncture point was compressed after the operation, and the right lower extremity was braked for 12 hours, and bed rest was provided for 24 hours, and the patient and his family understood and cooperated, and continued to be observed. The patient and his family expressed their understanding and co-operation, and continued to observe. The patient and his family expressed their understanding and cooperation, and continued to observe. The patient was placed on bedside cardiac monitoring according to the doctor's instructions, and his vital signs were stable."